Event description:
It was reported that 261 days after a coronary artery drug eluting stenting procedure the patient experienced a stent thrombosis (st), myocardial infarction (mi) and target vessel reinternention (tvr). The lesion being treated in the index procedure was a 4.0mm, 90% stenosed portion of the proximal left anterior descending (prox ladd) artery. The physician treated the lesion with direct stent placement of a taxus express2 8.8% 3.50x28mm drug eluting stent in the target lesion. There were no complications. The patient was discharged 2 days later on plavix and aspirin. 261 days after the initial procedure the patient experienced a st and non q-wave mi and required a tvr. The physician performed balloon angioplasty with resolution of the patients symptoms. The patient was discharged 3 days later. In the opinion of the physician the relationship of the st & mi to the taxus stent is probable, and the relationship of the tvr to the taxus stent is unknown. There was no restenosis of the taxus stent.